Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the pins on the rf (radio frequency) head connector were broken off. Analysis also found the rf head lens was cracked. (B)(4).

Event description:
It was reported all the pins of the programming head broke in the programmer plug. It is impossible to connect a new programming head. The programmer and programming head were returned for repair. There was no patient involvement.